Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia on unknown date. Customer was treated with insulin drip. Customer's blood glucose level was unknown at the time of incident. Customer stated that infusion set needle was broken in customer's body. Customer stated that physician had taken out the broken needle from customer's body and blood glucose level was adjusted. The device will not be returned for analysis.